Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 27 and 533 mg/dl. Tests were done within 10 minutes with a difference of 160%. Patient was "walked through control solution and check strip test, both were within range". Patient did not experience any adverse events. No further information has been reported.